Manufacturer narrative:
Baxter is in the process of inspecting the ts7000 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Customer reported that the table caught fire at the base of the unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure was confirmed during the inspection. It was found that the technician at the hospital had replaced the batteries. As a result, the spindle of the tilting drive moved to the lowest position onto the battery plug and pressed it into the circuit board of the battery. This then resulted in a short circuit of the circuit board, which lead to smoke/fire. As a result of the service work carried out by the user, it is highly likely that the batteries was not correctly installed. Based on the investigation findings no further actions are required.

Event description:
Customer reported that the table caught fire at the base of the unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).